Event description:
It was reported that the pump had error message: "cassette / hose system not inserted correctly". Per the reporter, it was stated that the hose system worked normally on other pumps. There was unknown patient involvement.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual and internal inspection, functional testing, and event history log review; the customer problem was confirmed. The pump was found to have a downstream occlusion (dso) sensor that was not working. The labels were undamaged, the tamper seal was missing, and the pump was in good condition with no physical damage found. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor.